Manufacturer narrative:
Initial reporter postal code: (B)(6). H4: the lot was manufactured from may 23, 2019 - may 24, 2019. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a floating white foreign matter inside the fluid pathway. Further inspection verified a curved floating white foreign matter which appeared to be plastic-like approximately 0.25 inches in length. No foreign matter or damage was observed at the fill port connector and cap threads. Further stereomicroscopic examination revealed a slowly floating white, polymeric, crescent shaped particle with a fractured surface. The particle was analyzed using fourier transform infrared (ftir) and determined to be an acrylonitrile butadiene styrene copolymer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floating particle was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag; the particle was further described as a ¿half-moon of plastic¿. This issue was identified during preparation and prior to patient use. There was no patient involvement. No additional information is available.